Manufacturer narrative:
A serious injury has been reported while the pt was undergoing peritoneal dialysis treatment. Due to lack of information, MDR's will be filed for each concomitant device as part of a system level review. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation. See associated mdrs: 2937457-2014-00159, 8030665-2014-00144 and 1713747-2014-99906.

Event description:
The following information was reported by the pts' caregiver and peritoneal dialysis nurse: the pt was taken to the hospital due to increased confusion and weakness. The pt had become malnourished which caused the symptoms. The pt was in the hospital from (B)(6) 2014.